Manufacturer narrative:
A device history record review was completed for provided material number 300296 and lot number 2312103. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected physical sample was returned for evaluation by our quality team. Leakage was observed clearly after testing was performed. It has been concluded that the leakage resulted from damage in the plunger component. Although the exact cause of damage could not be determined, it may have been produced during the handling of the product through the manufacturing process or within the plunger assembly area. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E.1. Street address character limit is exceeded: dr. (B)(6).

Event description:
It was reported that bd discardit syringe s2 leakage past the plunger. The following information was provided by the initial reporter: when the 20 ml syringe is attached to the extension tube, the plunger spontaneously releases and the saline flows along the plunger into the patient's bed. 26 apr: has there been any patient impact (serious injury, medical intervention, change of treatment required)? No, only different syringe had to be used.